Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang catheter was advanced for pre-dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.